Event description:
It was reported that during a lap cholecysectomy procedure, the devices locked out. They got a new one to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Sticking jaw/cam. The analysis results found that the el5ml device (a) was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications; sticking issues were noted during analysis; however, no jamming issues were noted. The instrument locked out as intended, but the orange indicator did not show up completely. The analysis results found that the el5ml device (b) was received with the cam broken. The instrument was cycled and ejected the remaining clips due to the cam condition. However, no jamming issues were noted during analysis. The instrument locked out as intended. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. A corrective action has been initiated to address broken cam issues. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.